Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and death are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.50 x 38 mm xience xpedition stent was implanted in the left circumflex (lcx) coronary artery, a 2.75 x 33 mm xience xpedition stent was implanted in mid, left anterior descending (lad) coronary artery and a 4.00 x 38 mm xience xpedition stent was implanted in the mid, right coronary artery (rca) and the patient was discharged on (B)(6) 2015. Information received from the 3 year follow up indicated that the patient died in (B)(6) 2017 due to a heart attack. Per the physician, there may be a relationship between the death and the devices. No additional information provided.